Event description:
It was reported that during therapy, an intra-aortic balloon (iab) rupture occurred. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cardiosave intra-aortic balloon pump (iabp) under mfg report number 2249723-2023-04743.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). UDI # is incomplete as the lot #, manufacture date, exp. Date were not provided. Three gfe attempts were made to obtain this information without success. Complaint record ID #(B)(4).